Event description:
The patient had left subclavian stenosis involving the ostium of the left vertebral artery. To induce retrograde vertebral flow throughout the case, the operating physician opted to place a moma device within the proximal subclavian artery. The distal balloon was removed and only the proximal occlusion was performed. After stabilizing the moma device, the proximal balloon was inflated in the very proximal left subclavian ensuring retrograde flow to the left vertebral. The left subclavian artery was successfully stented with a rx herculink elite 7 x 15 stent. Upon removal of the initial herculink stent balloon the balloon ruptured and a very small portion of the distal balloon may have been sheared off by moma device. However, no evidence of embolization was noted. The patient tolerated the procedure well without complications and was notified by the physician. FDA safety report ID # (B)(4).